Manufacturer narrative:
Updated: h6, h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the reported foreign material on the curved rubber, insertion tube and tip cover could not be identified, and a definitive root cause of the issues could not be determined, however, it is likely that the issues were the result of insufficient device cleaning/reprocessing. The issue may be detected/prevented by following the instructions for use section below: ·chapter 5 safety regarding cleaning, disinfection, and sterilization. ·chapter 6 application and conditions of cleaning, disinfection, and sterilization. ·chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the fiberscope exhibited a foreign body in the rubber insert curvature and a foreign body in the objective lens at the tip was found. There were no reports of patient involvement associated with the event.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings were as followed: a foggy image occurred in the view field of eyepiece, bending section cover had discoloration, adhesive on bending section cover had a chip, connecting tube had a dent, connecting tube had a wrinkle, due to wear of angle wire, bending angle in up direction did not meet the standard value, eyepiece was sticky, light guide cover glass was sticky, universal cord had discoloration, universal cord had coating peeling, universal cord had a dent, universal cord had a scratch, light guide connector was deformed, diopter ring had discoloration, angulation lever had discoloration, grip had discoloration, control unit had discoloration, and image guide bundle had a stain. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.